Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information and event date were requested, but the customer did not provide.

Event description:
The customer reported that the ventilator alarmed with battery failed message. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The biomedical engineer replaced the power management to address the reported issue. Failure analysis on the returned power management board shows that the power management (pm) pcba was tested and no failures were identified.